Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent altitude alarms occurred. The customer's blood glucose level was 213mg/dl. The past altitude alarms would be successfully cleared after approximately one hour, the current altitude alarm hadn't been successfully cleared at the time of the report. A follow-up call to ensure the altitude alarm was successfully cleared was declined by the customer.